Event description:
It was reported through litigation process that approximately fifteen years eleven months and fifteen days after inferior vena cava filter placement procedure for unknown medical condition, the filter tilted and perforated the inferior vena cava and projecting into the aorta, right psoas muscle and vertebral body. It was further reported that patient developed with bilateral common iliac vein thrombosis and bilateral pulmonary embolism. Reportedly, patient underwent mechanical thrombectomy, suction thrombectomy and balloon angioplasty. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary:the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported filter tilt and perforation as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.